Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) em2400 valve sets were leaking from port 2. This was observed during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H9: 3010291427-06/21/2022-001-c. H10: update "the cause of the condition could not be determined; however, the potential causes of the valve body leak of sample 1 include irregularities in the tooling of the product during the manufacturing process." To "the most probable cause of the valve body leak of sample 1 is related to a supplier manufacturing issue." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) devices were received for evaluation. A visual inspection was performed on the three samples. No defect was observed with sample 1. Samples 2 and 3 were received with silicone tubing detached from the valve body outlet port; therefore, in a condition that could not have functional testing performed. Functional testing was performed on sample 1 and a leak was observed from port 2 only. The reported condition was verified. The cause of the condition could not be determined; however, the potential causes of the valve body leak of sample 1 include irregularities in the tooling of the product during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.